Event description:
It was reported that excessive charge times of a implantable cardioverter defibrillator (ICD) prior to the device battery reaching recommended replacement time (rrt) prompted the explant and replacement of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). The device memory showed the battery indicator signifying that the time is approaching for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.